Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the screens can be read/maneuver safely. The reporter noted that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: during investigation, the pump was powered on and the display appeared to be dim and discolored. Unrelated to the original complaint, it was noted that the battery cap was damaged. It was observed that the top was worn.